Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are filed under separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mr with a grade of 4+. It was noted the valve had very thin leaflets. An xtw clip delivery system (cds)(10616r291) was advanced to the mitral valve and grasping was performed. However, when maneuvering the gripper levers, it was observed there was a delay in the movement of the actual grippers. Therefore, the physician felt it was best to remove the clip and replace it. Two clips (xtw and xt) were then implanted, reducing mr to a grade of 1. Shortly after all the devices were removed from the anatomy, it was observed on echocardiography that the posterior leaflet had torn off the annulus. Both implanted clips remained attached to both leaflets. Mr returned to 4+. The following day, mitral valve replacement was performed. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.